Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the tube extension was cracked at the distal end and there were no missing pieces. A piece of tube extension was sticking out at proximal clevis. Engineering concluded that the damage to the tube extension was likely due to excessive side loading or other type of mishandling. Engineering evaluation also found that the distal end of the main tube has various scratches that exhibited light material removal and had a rough surface finish. The scratches varied in size but were mostly small and thin. Engineering concluded that damage to the main tube was likely due to mishandling. The instrument passed electrical continuity testing. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube found during failure analysis could likely cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci si surgical procedure, the insulation on the monopolar curved scissors (mcs) instrument was damaged. No missing or fallen parts were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.